Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot qpbcjmq0 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail how was procedure successfully completed?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the suture, the needle pulled off from the thread. The thread broke at the needle base. There were no adverse patient consequences reported. No additional information.